Event description:
The loaner shaver handpiece was returned after use in surgery at this facility. There was no reported problem with this device.

Manufacturer narrative:
Investigation:the customer has not reported any problem with this shaver handpiece. During our investigation, the handpiece was tested and found to activate on its own. There have been no reported injuries associated with this failure mode. A design change has been implemented for this failure mode. Conmed linvatec continues to monitor this product for reported problems.